Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and ketones were present. Contact disconnected customer from the pump and administered insulin injections to address bg. Customer went to the emergency room (ER) and was admitted to the hospital. Healthcare provider identified ketones as being dangerous. Intravenous insulin and saline were administered. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Healthcare provider determined elevated bg was due to a virus. However, contact was not sure if the pump or supplies were related to the event. There were no observed issues with the pump supplies and no alerts/alarms.